Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/medical intervention. Device issue: none. It was reported that the pixel stent was deployed in the lesion. The lesion was a diffuse lesion, starting from spreading and the diameter of the vessel throughout the lesion was relatively small, approx 2.5mm. After aspiration, poba was performed using another company's balloon catheter up to the distal part of the lesion. A pixel stent was deployed in the middle. Then on angiography, progression of the lesion was confirmed. A pixel stent was implanted. A dissection occurred distal to the deployment stent (peripheral). The procedure was completed by inflating the other company's balloon catheter against the dissection for five to ten minutes. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. A dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indication of a stent delivery system quality problem.